Event description:
A pharmacist reported during surgery, the knife was noted to have had poor cutting performance. A second knife was used and the procedure was completed. There was no pt impact reported.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. The root cause has not been identified. (B)(4).